Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump had a rainbow under the screen. Customer states that when she turns off the light she does not see it. Customer's blood glucose was 98 mg/dl. Customer stated the device was not exposed to extreme temperature or direct sunlight. Self test was performed and device passed. Customer was advised to monitor the device. Customer stated she does not feel safe with the device and would like it replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.